Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant, the patient had complaint of hiccups; possible phrenic nerve stimulation. A remote transmission indicated high threshold and possible loss of capture on the left ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.